Event description:
It was reported that (1) device was used during a pancreatectomy. It was reported by the rep that the hp053 handpiece would not work in the case. All troubleshooting techniques were used (tightening the blade, cleaning the blade, etc.). The device was taken out of commission and a loaner handpiece used. When the ees rep tested the handpiece it was nonfunctional. Another device was used to complete the case. There was no consequence to the pt.